Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) after wearing the device for 72 hours. The patient experienced pain, fever, redness, swelling, vomiting, and noted that the infusion site was ¿very hot to the touch.¿ the patient was hospitalized on (B)(6), 2024, and diagnosed with a methicillin-resistant staphylococcus aureus (mrsa) infection. The patient was treated by a medical professional with intravenous antibiotics, surgery, and vacuum-assisted closure therapy for two months. The patient was discharged on (B)(6), 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: dash, omnipod software app version: 1.0.91, operating system: data not available, hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.